Event description:
It was reported that shaft break, catheter entrapment and removal difficulty occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the left anterior descending artery (lad). An unspecified guide catheter was placed. After a non bsc guide wire crossed the lesion, an unspecified stent was deployed and a 20mm x 2.75mm nc quantum apex¿ balloon catheter was advanced to post dilate the recently implanted stent. Upon removal of the balloon catheter, the physician had trouble pulling the balloon catheter back to the guide catheter. The balloon catheter became stuck and lost access in the left internal mammary artery. The physician attempted to pull the balloon catheter hard however the catheter would not going through the sheath. The balloon catheter became stuck on the guide wire. It was then noted that the shaft of the balloon catheter broke at the monorail portion and the non bsc wire snapped in half at the left femoral artery. The detached portion of the balloon catheter and the guide wire were successfully snared and the procedure was completed with good results. No further patient complications were reported and the patient's status was fine with no adverse effects.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).